Manufacturer narrative:
The reliability analysis inspected two opened and or used enlite sensors and performed visual inspection and found both cannulas bent. It was unable to be confirmed that the customer received sensor in said condition due to customer returning sensor opened and or used. The introducer needle for burrs and or hooks and dull needle tip defects were checked, and none were found. The introducer needle passed per spec. Two opened and or used enlite sensors were inspected and performed bicarbonate buffer test. One of two sensors failed for no isig readings detected. One remaining sensor passed per spec with accurate readings.

Event description:
The customer reported via phone call of issues with their sensors. The customer states that the cannula snapped off. The customer states it has happened on more than one occasion, and has gotten sensor error. The customer also states noticing bent cannulas. The customer's blood glucose level at the time of incident was unknown. The customer was advised that the sensors would be replaced and returned for analysis.